Event description:
Small pieces of metal shavings were found on the screw driver from the phantom/shadowline retractor set. It was removed right away and no shavings were located in the wound. (Did not reach the patient).what was the original intended procedure?opening and operating the retractor.device #1is this a laboratory device or laboratory test?no.